Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the patient had experienced a hyperglycemic event on the pump. The reporter stated that the patient had a blood glucose of 590 mg/dl with no associated symptoms. The patient self treated with an insulin shot. The reporter stated that the pump had lost power overnight. The reporter stated that there was a crack in the pump that caused the power interruption. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump losing power.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: a review of the black box showed unexplained power on reset events with deliveries resumed, and several power on reset events after call service 088 alarms. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped and the yellow o-ring was missing. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap fit and maintained an electrical connection, and successfully completed 24 hour testing. No power on resets were duplicated during investigation. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.